Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
Event description: it was reported by the affiliate via email that during a shoulder arthroscopy rotator cuff repair the distal tip of the healix advance kntlss br broke. Surgeon was advised that the implant was able to be loaded with 6 sutures. However, instructions on how to do this were not communicated effectively. Implant should be loaded with four sutures, then reloaded with a further two. Surgeon attempted to load all 6 at once, resulting in the snapping of the distal tip. No attempt was made to insert the anchor following the breakage. Another taken to manage the problem: another anchor was opened and used successfully. 5 minute delay to the procedure. No ae to patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Our affiliate informed us that the surgeon attempted to load all 6 sutures at once, therefore is a possible root cause of the reported problem. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. No non-conformances were identified for this part number, lot number combination per qlik query executed on 8/9/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record. Device history lot no non-conformances were identified for this part number, lot number combination per qlik query executed on 8/9/2019 device history batch null, device history review null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.